Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump temporarily did not display sensor readings, after which the blood glucose reading returned at 250 mg/dl; the patient had eaten breakfast and announced the meal as usual, and no alerts or alarms were reported. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was classified as an adverse event without an identified device or use problem; the device component was not specifically identifiable based on available terminology. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.